Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to gastroparesis. The customer's blood glucose reading at the time of the event was 417 mg/dl. The customer stated that she feels she is having an appendectomy attack. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that she will call back to complete troubleshooting. Nothing further was reported.